Event description:
(B)(4) did get astringedent in her eye, but she left around lunch time to urgent care. She did flush her eye with water event though they don't have an eye wash system in their office. She said her eye was glossy and red. Faxed (B)(4) to the office.